Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an abs-10063 cprp processing set bag had a hole and ppp was leaking out. Surgeon was still able to get what was needed from the prp syringe to complete the procedure; another kit did not need to be opened. This was discovered during an injection on (B)(6) 2022.

Manufacturer narrative:
The device was not returned, however a video was provided. The video does not explicitly show a hole and a leak.